Event description:
It was reported that the filterwire fractured. A 190 cm filterwire ez was selected for a carotid angioplasty procedure. During preparation while unpacking the system and loading the filter, the physician reported that the embolic protection filter was detached from the wire. A different device was used to complete the procedure. There were no patient complications reported.

Event description:
It was reported that the filterwire fractured. A 190 cm filterwire ez was selected for a carotid angioplasty procedure. During preparation while unpacking the system and loading the filter, the physician reported that the embolic protection filter was detached from the wire. A different device was used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Evaluation by manufacturer: the unit was returned with its original pouch batch 27664468, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. Photos were attached and it was possible to observe the device with the distal section detached. The device was observed out of the original package and no other device sections were visible. The wire and the retrieval sheath were returned for this complaint. The wire was observed detached/separated at distal section. It is important to know that the detached section was not returned. The pouch was returned, and it was observed that the pouch information matches with the complaint information. No more damages were observed. Under microscope it was observed that the wire was detached at distal section.